Manufacturer narrative:
(B)(4) . Device evaluated by MFR: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 06/3.00 flextome® cutting balloon® was selected for use. During procedure, it was noted that the balloon burst under nominal pressure. No patient complications were reported.